Manufacturer narrative:
The account found the issue to be the power control board assembly. The account replaced the power control board assembly to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the piezo alarm will not sound for bed exit. The bed was located in the bed shop at the facility. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).